Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect troponin result on three patients since (B)(6) 2019. The result provided were: on (B)(6) 2019 (B)(4) initial result =3.69 ng/ml, repeat (same sample) (B)(4) result=<0.1(customer critical cut off >0.29 ng/ml), on (B)(6) 2019 (B)(4) initial result=0.78 ng/ml, repeated=<0.01; previous results on (B)(6) 2019 were (B)(6), on (B)(6) 2020 (B)(4) initial result=0.82 ng/ml, re-drawn four hours later (B)(4) result= <0.01. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for lot number 45883un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Using worldwide data the historical performance of reagent lot 45883un19 was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median results were analyzed and found no significant difference in performance compared to historical performance. This review did find depressed calibrator f median values, therefore accuracy testing was performed with reagent lot 45883un19, to further evaluate the assay's performance. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, indicating acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 45883un19 was identified.

Event description:
The customer observed false positive architect troponin result on multiple patients since aug2019. The result provided were: on (B)(6) 2019 sid (B)(6) initial result =3.69 ng/ml, repeat sid (same sample) (B)(6) result=<0.1(customer critical cut off >0.29 ng/ml), on (B)(6) 2019 sid (B)(6) initial result=0.78 ng/ml, repeated=<0.01; previous results on 11dec2019 and (B)(6) 2019 were negative, on (B)(6) 2020 sid (B)(6) initial result=0.16 ng/ml, repeat=<0.01 ng/ml, on (B)(6) 2020 sid (B)(6) initial result=0.82 ng/ml, re-drawn four hours later sid (B)(6) result= <0.01.